Manufacturer narrative:
Follow-up conducted revealed that the lead was functioning normally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient was feeling little shocks in the chest area. It was also reported that the lead had a sub-threshold impedance measurement. The device and lead will be monitored and both remain in use. No patient complications have been reported as a result of this event.